Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the yellow tab was removed and the handle was squeezed, but the clip could not be loaded. Also the handle was felt to be broken, so a new device was taken out and it was used without problem. Device was not used in patient. The procedure was completed with another device. There was no patient injury.